Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Coding updated based on fa.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The universal surgical manipulator (usm) was analyzed by the fa team, error logs were reviewed and visual inspection was performed with no issues detected. The usm was installed on a known good internal testing patient side cart (psc) and programmed to the customer latest software. The system was powered up in normal mode with no errors or problems occurring. Testing instruments were installed and the system was test driven. During test drive no error occurred and system worked normal with no problems. The system was power cycled and instruments were re-installed five different times and no errors or problems were found. The usm worked as designed and no problems were found. The event was confirmed by the isi field service engineer (fse) and the error log review, but the complaint was not able to be confirmed and replicated by the fa team. A review of the site's system logs for the reported procedure date was conducted by an isi quality engineer. Investigation revealed the following possible related system errors: error 23087, "eevt_halledge_enc_lim" the probable root cause cannot be determined based on the information provided and failure analysis results.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse replaced pn: 380666-25 universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was getting error on arm 2. Caller stated the arm was not working and it's disabled. The customer also tried pressing retry but the error wouldn't clear. Caller stated before calling in they had rebooted the system two times but when the system powered back on the error returned. Technical support engineer (tse) recommended trying a hard reboot on the patient cart. Caller performed a hard reboot on the patient cart and when the system powered back on, the error returned. Tse explained they could try another hard reboot, swap the patient cart with the other dv5 system, or disable arm 2 and continue with arms 1-3-4. The customer chose to disable arm 2 and is going to proceed with arms 1-3-4. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.